Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed.

Event description:
It was reported that the 8mm medium-large clip applier instrument had an unspecified issue. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.